Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side capsular contracture baker grade unknown and bilateral breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with unknown gel implants and was presented with right side capsular contracture baker grade unknown and bilateral breast implant rupture as a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number: 350-4001bc. This report is for the patient¿s left-sided device.